Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The affected device has been requested for investigation by the manufacturer. Device was not returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the insufflator lost pressure and started leaking during a procedure. However, no harm occurred to the patient, user or third party.